Manufacturer narrative:
Investigation summary: based on the available information no problem was detected; the product remains in service and therefore was not returned for analysis. Device technical analysis: the device has not been returned for analysis. Therefore, the root cause of the reported clinical observation cannot be confirmed and no problem was detected. Investigation conclusion: based on the available information (and in the absence of device return) no problem was detected.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) fell and a tool hit the ICD. The patient was then seen in clinic for follow up. Interrogation of the device was successful; however, tones were unable to be heard from the device. Review of stored device data noted no evidence of the patient having a magnetic resonance imaging (MRI). A request was made to have data from this device analyzed. Data analysis confirmed the device data and function appeared normal; however, data analysis was unable to definitively determine whether the device sustained potential mechanical damage. Additional information was received that the root cause of the inaudible tones was not determined and no mechanical damage was confirmed. The physician plans to continue monitoring. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.